Event description:
It was reported that during a laparoscopic cholecystectomy the device malfunctioned during the procedure. The device was part of a laparoscopic cholecystectomy kit. The device spit out multiple clips and produced crossed clips. Another device was used to complete the procedure. There was no pt consequence.